Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d4, d8, d9, e4, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e433 was due to an old generator board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e433 error. The issue was found during preparation for use. There were no reports of patient harm.